Manufacturer narrative:
Citation: hamada et al. Successful trans-femoral retrieval of a stuck axillary impella 5.0 device. J artif organs. 2024 mar;27(1):65-68. Doi: 10.1007/s10047-022-01373-w. Epub 2022 nov 27. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient with aortic stenosis who underwent implant of a medtronic 26 mm evolut pro+ bioprosthetic valve.  A few days post-implant the patient experienced symptoms of severe congestive heart failure (chf) due to delayed occlusion of the left main coronary artery.  Twelve days post-implant the patient underwent placement of a coronary intra-aortic balloon pump bypass (iabp) graft, and two days later underwent insertion of a non-medtronic temporary mechanical circulatory support device.  Ten days later the mechanical circulatory support device was retrieved without any further clinical complications.  The patient continued to be managed conservatively for symptoms of chf.  No further information was provided pertaining to medtronic products.